Event description:
Product was received on (B)(6) 2013, with a breach in the housing exposing underlying electronics.

Manufacturer narrative:
A replacement power source was sent to the customer. In f/u with customer, the customer reported a crack in the housing. No report of injury, smoke, fire or burning. However, the product was received with breach in transformer housing. As of the date of this report, the eval was not completed. Once the eval is completed resulting in new info, a report f/u report will be completed. This issue with the damaged transformer housing for the pump in style device was addressed in investigation (B)(4). The investigation found that the transformers are being damaged during shipment from the MFR to medela. This damage is causing the plastic housing to fail prematurely when subjected to normal use and foreseeable misuse. The packaging used by the MFR to ship the transformers to medela is not robust enough to handle all of the potential shipping, handling, and abuse conditions that could arise from logistics of the consolidation process. As a result of the investigation, the shipping and consolidation process has been modified to reduce the handling and potential for double stacking of the skids. The shipping packaging strength has also been increased to further protect the transformers during shipping.